Event description:
It was reported that the patient presented to clinic for follow-up after receiving inappropriate therapy for svt. Epidoes of vt were not given therapy. Programming changes were made. The patient was good.

Manufacturer narrative:
(B)(4).